Event description:
It was reported that the insulin pump experienced a keypad anomaly. The customer stated that he tried to give himself a bolus, but the insulin pump just showed a 24 hours lost sensor alert. The blood glucose reading was 134 mg/dl. He stated that the act button was unresponsive. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The insulin pump was monitored for three days and no lost sensor message was noted. The insulin pump passed the self test and displacement test. However, intermittent escape button response was noted due to moisture damage to the keypad traces. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.